Event description:
The wife of a male pt contacted lifecor customer support to report that neither of the pt's battery packs will charge. She stated that the orange light blinks briefly when the battery pack is inserted and then goes off. No other lights illuminate. Support sent the pt a replacement charger and battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluations of battery charger and two battery packs have been completed. The reported problem was confirmed. The cause of the fault flags was corroded battery contact terminals in the battery connectors of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The charger was repaired and restocked. Battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged charger or battery packs. The pt received replacement battery packs and charger.